Manufacturer narrative:
Through the course of the investigation, a product non-conformance was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive, or false negative results independent of harm, or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A u.s. Customer reported discrepant results for 57 patient samples tested with the cobas sars-cov-2 test. Initial results for the patient samples were positive for both target 1 (sars-cov-2) and 2 (sarbecovirus). These results were reported. Upon repeat testing with the same samples, 54/57 generated negative results for target 1 and target 2. These results were reported. 3/57 generated negative target 1 results and positive target 2 results. It is unknown how the customer reported out these results. The samples were noted to be swab samples collected in 0.9% saline. It was noted the customer does not deviate from the instructions for use. No harm or injury is alleged. Through the course of the investigation, no product problem was identified with the complaint kit lots: g24637 and g24194. Fifty-seven mdrs will be submitted per FDA guidance.